Event description:
Reference number (B)(4) event occurred in puerto rico, u.s. It was reported that patient faced infusion set tubing broken event on (B)(6) 2025 the infusion set was in use for 2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: puerto rico, u.s.